Event description:
It was reported that a shaver handpiece had overheated a few weeks prior which apparently resulted in a burn to the patient¿s skin. The only treatment provided was a redressing of the surgical wound. It was described as a 2nd degree and documented that the wound was healing appropriately.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a shaver handpiece had overheated a few weeks prior which apparently resulted in a burn to the patient¿s skin. The only treatment provided was a redressing of the surgical wound. It was described as a 2nd degree and documented that the wound was healing appropriately.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device becomes hot during use. Probable root cause: clogged suction path; hot irrigant fluid external to shaver; use error. The reported failure mode will be monitored for future reoccurrence.